Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for retroperitoneal bleeding. Retroperitoneal bleeding is a function of the access to vasculature and not closure and hence, in this case, the ascribed severity of the adverse event cannot be attributed to the closure device. Per the available information, the likely cause for the alleged retroperitoneal bleed could be the high stick as state din the complaint allegation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Weight - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient had a coronary intervention from the right femoral artery (rfa) with an angiomax. Post intervention the physician closed the artery with a 6fr angio-seal vip device. The patient then went to recovery with no noted bleeding issues. While in recovery the patient became hypotensive and a hematoma was noted. Manual pressure was held, and the patient sent to computed tomography (CT) which revealed a retroperitoneal (rp) bleed. When reviewing the angio of the common femoral artery (cfa) a high stick was seen at or above the ostium of the inferior epigastric artery (iea). It was unclear if the initial stick passed through the inferior epigastric artery (iea) or if there was just overlap with the sheath. During secondary hemostasis procedure the patient received 1 unit of red blood cells (rbcs) and a levophed drip to deal with hypotension. The patient was in stable condition in the ICU with access site hemostasis. The estimated blood loss was less than 250cc. The coronary intervention was successful with unsuccessful initial hemostasis. A 6fr terumo sheath was used with the reported device. Additional information was received on 02apr2021. A pre-deployment angiogram was performed showing what appeared to be a high stick at or above the level of the internal epigastric artery.